Event description:
It was reported that the customer experienced high blood glucose of 28.5 mmmol/l. It was also reported that the sensor was not reading. Customer was assisted with turning the sensor feature on and reconnecting the sensor; the led light did blink on and off for ten seconds. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.